Event description:
It was reported that the patient presented in the hospital after receiving an alarm on device due to an increase in impedance. During device interrogation oversensing of lead noise was also noted. The lead was capped and competitively replaced on (B)(6) 2017. The patient was stable throughout the whole event.